Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(6) 2012. High resistance/impedance was indicated. The weekly pace lead impedance log data shows an abrupt increase for max ventricular pace bi impedance equal to 988 to 1938 ohms peak between (B)(6) 2011 and (B)(6) 2012. Oversensing was indicated. There were thirteen ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(6) 2012.

Event description:
It was reported that the right ventricular [rv] lead had unstable impedance with values out of range. Noise was noted on the rv channel. It was also reported that a lead integrity alert [lia] was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.